Event description:
It was reported that a device extraction needs to be performed given lack of significant arrhythmias and given significant device site discomfort. The device was explanted and replaced. There were no consequences.

Manufacturer narrative:
The reported events of discomfort and lack of significant arrhythmias was not confirmed. The device was returned for analysis. Visual, device image, and longevity analysis were normal with no anomalies found.